Manufacturer narrative:
No product has been received to date. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor.

Event description:
Consumer reported that on (B)(6) 2012, halfway through injection, the plunger stopped, the customer kept pushing and the syringe broke. He went to the emergency room and had an x-ray. The needle was found on x-ray. The emergency room advised the customer to leave the needle alone. Consumer experienced hotness the next morning and thought the area was infected. He went to another hospital and had surgery for removal of the needle. The needle was not found. Consumer was scheduled for another surgery on (B)(6) 2012.